Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. It was also reported that the needle of the infusion set the customer was wearing the time of the event was bent. Troubleshooting was performed. It was discovered that the insulin pump alarmed no delivery. Nothing further was reported.